Manufacturer narrative:
On 12/18/2014 - we were informed this device had been returned for analysis. There were total of 5 follow ups since the implantation ((B)(6), (B)(6) 2013). In all of them all the measurements of the leads and the ICD were good and stable. Here are the measurements of the last follow up ((B)(6) 2013):ra: p wave- 1.0 [mv], lead imp- 605 [ohm], pacing threshold- 0.5/0.4 [v].rv: r wave- 9.9 [mv], lead imp- 442 [ohm], pacing threshold- 0.7/0.4 [v].on the (B)(6) 2014 the patient received inappropriate shocks (due to noise on the rv lead). His device detection was turned off and he was left in the mc until lead adding procedure. On the (B)(6) 2014 we arrived to check the patient. Here are the measurement:ra: p wave- 0.9 [mv], lead imp- 510 [ohm], pacing threshold- 0.6/0.4 [v].rv: r wave- 8.0 [mv], lead imp- 360 [ohm], pacing threshold- 1.6/0.4 [v].on the (B)(6) 2014 the physician performed an extraction of the rv lead and implanted anew rv lead. During the procedure, we could see in the fluoroscopy that the lead was intact. While unscrewing the screws from the header of the device she ensured that all the screws were screwed properly. When she started unscrewing the screws, one of them came apart. In summary, the performance of the lead under complaint was scrutinized. The lead was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. Insulation at the distal part. This insulation damage can be considered to be the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The diagnostic x-ray videos received for analysis were investigated. The movements of the lead body were noticeably strong at the distal part, partly due to the present slack of the lead.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - during the first five follow-ups, all of the measurements were good and stable. On (B)(6) 2014, the patient received inappropriate shocks due to noise being over sensed on the rv lead. Detection was turned off until his lead can be replaced. Should we get any further information or should the device be returned to biotronik for analysis, this report will be updated.